Event description:
It was reported that a 512s was about to be used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket was torn inside the new package. This device was not used and a new trocar was opened to complete the case. There was no consequence to the pt.